Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false negative result of <10 ng/l on a patient. There was no patient information at the time of this report. Method, result; I-stat, <10; alinity lab, 196.3. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. At the time of this report there was no patient information, date/times of testing, nor product information. There were multiple requests for information but to no avail. The investigation is underway. Per I-stat system manual: art: 714258-00u reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 18-may-2022. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Aj (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots a21317 and a21338.